Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the 80 cm. Powerflex pro 5 mm. X 4 cm. Balloon catheter ruptured at six (6) atmospheres (atm.) During pre-dilation of the intended target lesion. Therefore, the bc was exchanged for a different balloon catheter (non-cordis). The procedure was finished successfully. There was no patient injury reported, and the product will not be returned for analysis. The target lesion was the left external iliac artery. The lesion was reported to be: a 90% stenosis, heavily calcified and not tortuous. The approach for the procedure was from the left femoral artery. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. An (unknown) inflation device was used for the procedure and was used subsequently with other devices. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. The balloon deflated and re-wrapped properly. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available.

Manufacturer narrative:
As reported, during a percutaneous transluminal angioplasty of the left external iliac artery, a powerflex pro balloon catheter ruptured at six (6) atmospheres during pre-dilation. The lesion was reported to be heavily calcified and not tortuous with 90% stenosis. There was no patient injury reported. The approach was from the left femoral artery. There was no reported difficulty removing the product from the packaging or removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use with no problems noted. There were no kinks or bends noted upon inspection prior to use. An unknown inflation device was used for the procedure and was used subsequently with other devices. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. The balloon deflated and re-wrapped properly. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. Following the burst, the device was exchanged for a different balloon catheter and the procedure was finished successfully. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device the reported balloon burst ¿ at/below rbp could not be confirmed and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (heavily calcified with 90% stenosis) that may have contributed to the difficulty experienced by the customer. Neither the information available nor the DHR suggests that the reported burst could be related to the manufacturing process of the device; therefore, no corrective action will be taken at this time.